Event description:
Arjo became aware of the event involving maxi air pump. The customer reported that the patient and the nurse received electric shock. The complaint (B)(4) refers to the patient, the complaint (B)(4) refers to the nurse.

Manufacturer narrative:
The investigation is ongoing. Conclusions will be provided in the final report.

Manufacturer narrative:
The device was inspected. We are in the process of analysing the data. The investigation conclusions will be provided in the final report.

Manufacturer narrative:
The complaint (B)(4) (manufacturer report number 9681684-2024-00103) refers to the patient, the complaint (B)(4) (9681684-2024-00104) refers to the nurse. The pump is equipped with a fuse. When the electric shock occurs, the fuse should blow, and the electricity is cut. The arjo service technician inspected the claimed pump and neither a blown fuse nor any other pump malfunction was found. Thus, there is no evidence to believe that the arjo product could cause the patient and the nurse to receive an electric shock. Despite the attempts, the customer did not provide information regarding the circumstances of the event. However, the maxi air instructions for use (001-35001-en rev 11) state that "maxi air is intended for lateral transfer or repositioning of hospital and professional healthcare facility patients" and "the equipment must only be used for the purposes stated above". Thus, it is most likely that the patient and the nurse allegedly received an electric shock when the patient was transferred. There is no electronic inside the transfer matt. When the patient is transferred, the friction can create an electric charge that may lead to an electrostatic discharge. Moreover, the presence of blankets or clothing made of synthetic materials may lead to the occurrence of an electric charge. Based on the above, we assumed that the nurse and the patient did not suffer electric shock from the pump. The most probable root cause of their feeling was the static electricity created at the time of transfer. There was no pump malfunction thus, the arjo device met specification. This record was initially assessed as reportable due to the allegation that the patient and the nurse received an electric shock. However, based on the investigation performed initially reported information regarding receiving an electric shock seems to be incorrect and most likely related to electrostatic discharge. The claimed scenario could not lead to serious injury or death. Thus, we do not consider this complaint to be reportable to the competent authorities.